Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver morphine 1 mg/ml, with a 1 ml bolus, a 10 minute pt lockout, a 6 mg/hr limit and the delivery was started. No further programming parameters were provided. On (B) (6) 2009 at an unspecified time, the nurse reported the amount remaining in the container was 22.9 ml which was more than expected. The device was removed from clinical service. The physician was notified. No medical interventions were provided. The customer contact stated there was no change in the pt's status. Though requested, no add'l info including if the therapy was resumed using a replacement device.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4).